Manufacturer narrative:
The lens was not available for return. A device history record (DHR) did not find any nonconformities or anomalies related to this complaint. All environmental results were reviewed and are compliant with the manufacturing site specifications. Based on the available information, a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced a headache and slight distending pain in the right eye approximately 9 hours post-cataract surgery. The right eye intraocular pressure was measured at more than 60 mm hg, compared to 16.3 mm hg for the left eye. The patient also showed corneal edema. No abnormalities were observed with the implanted lens or in other sections of the eye. As a result of the examination, toxic anterior segment syndrome (tass) was suspected. The patient was given medications for his observed symptoms, which included levofloxacin (four times a day), prednisolone acetate eye drops (four times a day), and tropicamide eye drops (once a day). After three days, the patient's intraocular pressure returned to normal and the inflammation had improved. The patient was discharged six days post-surgery. The patient did not visit the hospital again, so his current status is unknown.